Event description:
On (B)(6) 2012 the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter has segments missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began on (B)(6) 2012 (unknown time). As part of his diabetes regimen, the patient's daughter claimed that he is on combinations of diabetes medications (type/dose not specified). It is unclear what action the patient took at the time the alleged issue began. The patient's daughter reported the patient was sweaty and confused after the alleged issue began. Due to the alleged symptoms, the patient's daughter indicated that the patient gave himself a piece of candy bar to eat. It is not known if the patient had tested on another blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and that there was no misused of the meter. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.